Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device set a temporary basal rate of 180% and then 110% on it's own. The user alleged the temporary basal rate changed on it's own automatically and was not manually changed by the customer.